Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated foreign material on set screw.

Event description:
It was reported that during the implanting procedure, it was not possible to fix or turn the screw in the header of the implantable pulse generator (ipg). Another ipg was implanted. No patient complications have been reported as a result of this event.